Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event was confirmed by review of pictures. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed: the oxford bearing is heavily contaminated with blood and biological debris. The superior spherical radius surface shows visible wear, and the component has fractured into two or more pieces. Due to the low resolution and overall poor quality of the supplied photograph, no additional meaningful observations can be made. A review of the device manufacturing records confirmed no abnormalities or deviations. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined, however patient obesity may have been a contributing factor if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). A4 - weight over 100 kg. D10 ¿ 154925. Oxford ph3 cementless fem sz s, lot 6349581. 166572, oxf uni cmntls tib sz b lm, lot 6299462. G2 ¿ foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery on the left knee due to bearing wear and fracture approximately seven years post initial surgery. Patient had bearing wear down to metal on metal. Attempts have been made and no further information has been provided.